Event description:
It was reported that during the implant attempt the helix would not extend after multiple turns. The lead body was rotating and when the lead body was kept steady, the helix still would not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.